Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an other (unusual) issue. The reporter stated that they are in the process of getting a new pump, the patient's pump is no longer working. There is no additional information at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Follow-up #2 date of submission (B)(6) 2015-product analysis: the device was returned and evaluated by product analysis on (B)(6) 2015 with the following findings: review of the pump¿s black box revealed unexplained rebooting events. The total daily dose history correlated appropriately to the user programmed basal rates. The pump powered on per usual with a display screen functional per specification. Moisture was observed within the battery compartment. A battery compartment crack was observed; leak testing revealed a battery compartment leak. Moisture was observed on the pump¿s internal components. Further testing could not be performed due to an unrelated issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.